Manufacturer narrative:
This report is submitted on april 30, 2019 (B)(4).

Event description:
Per the clinic, it was reported that the patient was placed under general anaesthesia to remove the abutment.